Manufacturer narrative:
Corrected fields: this event is no longer reportable as the lead could not be implanted due to patient anatomy not a lead anomaly. There is no evidence that suggests therapy was compromised or that the lead exhibited and unexpected behavior. This lead was replaced with a left ventricular lead and the procedure was completed successfully,

Event description:
It was reported that this lead was not successfully implanted due to an unknown product performance issue. Additional information indicated that the patient had poor anatomy. The lead was attempted at biventricular (biv) but could not get satisfactory thresholds or placement. It was then attempted to left bundle branch (lbb) but due to patient large dial area heart, catheter would not reach septum. Also, the lead was attempted without full support of sheath and lbb was abandoned. In addition, a second operator came in and was able to place a straight lv lead into a coronary sinus (cs) target. This lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this lead was not successfully implanted due to an unknown product performance issue. Additional information indicated that the patient had poor anatomy. The lead was attempted at biventricular (biv) but could not get satisfactory thresholds or placement. It was then attempted to left bundle branch (lbb) but due to patient large dial area heart, catheter would not reach septum. Also, the lead was attempted without full support of sheath and lbb was abandoned. In addition, a second operator came in and was able to place a straight lv lead into a coronary sinus (cs) target. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was not successfully implanted due to an unknown product performance issue. Additional information indicated that the patient had poor anatomy. The lead was attempted at biventricular (biv) but could not get satisfactory thresholds or placement. It was then attempted to left bundle branch (lbb) but due to patient large dial area heart, catheter would not reach septum. Also, the lead was attempted without full support of sheath and lbb was abandoned. In addition, a second operator came in and was able to place a straight lv lead into a coronary sinus (cs) target. No adverse patient effects were reported.